Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported the left monitor switched off without command. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.